Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to periprosthetic fracture stem. Revision njr number: (B)(6). Side: r. Primary asa: p2 - mild disease not incapacitating. Components not revised: procotyl l beaded and ha coated cup size 52mm / product ID: pha06262 / lot no: 1436841. Rim-lock biolox delta ceramic liner 36mm ID group e / product ID: pha04510 / lot no: 1459956. (B)(4).